Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed available data, with a request for the caller for further discussion. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and reviewed available data, with a request for the caller for further discussion. This s-ICD remains in service. No adverse patient effects were reported. At a later date, a defibrillation threshold (dft) test was to be performed and ts was consulted and discussed therapy delivery for the current measurements. The dft was performed and it failed, with revered dft been successful. High out of range impedance shock measurements were noted. Ts was consulted and discussed therapy delivery for the current measurements and settings. This s-ICD remains in service.